Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 571 mg/dl; cause was unknown. The customer reported that they used a back-up insulin pump to address their bg. A system check was performed, and it was found that the customer was using cold insulin within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.